Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the light source tower was placed, and when most of the endoscopes were placed, the lamp alarm appeared that the light lamp needed to be changed. When the tower was turned off, the endoscope was removed and put back on, the lamp alarm disappeared. The lamp alarm comes up every day and with quite a few endoscopes. There were no reports of patient harm associated with this event. During inspection and testing of the returned device, it was revealed that the main board was faulty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This report is related to the MDR with patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the front panel stays with all the leds illuminated and that the mother board internally may have failed due to a broken bridge or false soldering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.